Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to first degree cystocele, stress urinary incontinence, symptomatic third degree enterocele and third degree rectocele; concurrent procedure laser vaporization of strand mesh. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent mesh excision on (B)(6) 2007. It was reported that the patient underwent mesh excision, revision of vaginal cuff on (B)(6) 2011. It was reported that the patient underwent mesh excision on (B)(6) 2012, (B)(6) 2013. It was reported that the patient underwent exploration and scar tissue excision on (B)(6) 2014.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.